Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 275 mg/dl. Customer treated with a manual injection. Caller stated that the button error alarm did not occur right after the pump was exposed to moisture. Caller stated that the pump has been near the water but he was unsure if it was exposed directly. Caller stated that a button was not pressed for 3 minutes or longer. Caller was explained that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan.